Manufacturer narrative:
During a pci, a cypher product could not be delivered through a previously deployed cypher stent and upon withdrawal, the proximal stent struts were uplifted. The patient was a (B)(6) female. The target lesion was the proximal to mid rca. The lesion was a de novo, diffused, slightly calcified and highly tortuous. The safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. There was 99% stenosis in the proximal rca and 75% in the mid rca. The procedure was an emergent case due to acute coronary syndrome (acs). Pre-dilation with a balloon was conducted before a 3.0 x13mm cypher select+ was initially implanted at the ostium of the proximal rca. The (B)(4) IFU contraindicates the use of this product on the following lesions: the left main trunk, or ostium or lesions in the bifurcation area. Then, a 3.0x28mm cypher select+ was being delivered to the distal end of the target lesion, but this product became caught on the strut of the 1st cypher implanted and it would not advance further. Therefore double wire technique was conducted and the guiding catheter was deeply engaged, and several attempts to re-deliver the 2nd cypher were made but were unsuccessful. The cypher select+ was retrieved from the patient without difficulty. The physician confirmed the stent to be flared at the proximal end. Due to patient's advanced age and in order to avoid the extension of the procedure and the use of too much contrast medium, the procedure was finished successfully with poba only. There was no patient injury reported. There were no issues noted during inspection of the product prior to use and the product was reported to be prepared following the instructions for use. There was no report of any resistance experienced while delivering the unit through the guiding catheter. One non-sterile cypher select + 3.00mm x 28mm was received coiled inside a plastic bag. The stent was found mounted in its original position between the marker bands. The struts of the distal section were found uplifted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The strut uplift was confirmed in the distal section and not in the proximal section as reported. The exact cause of the tracking difficulty and strut uplift could not be determined. However, difficulty crossing and tracking a lesion or an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's multiple attempt to cross a calcified and highly tortuous lesion. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states (B)(4). One non-sterile cypher select + 3.00mm x 28mm was received coiled inside a plastic bag. The stent was found mounted in its original position between the marker bands. The struts of the distal section were found uplifted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
During the procedure the stent became caught on the strut of the 1st cypher. The physician also confirmed the stent to be flared proximally. The procedure was an emergent case due to acs. Pre-dilation was performed with a balloon (laoh10/13mm) and the 1st cypher select+ 3.0 x 13mm was initially implanted at the ostium of the prox-rca ((B)(4)). Then a 2nd cypher select+ 3.0 x 28mm was being delivered to the distal end of the target lesion, but the 2nd cypher select+ became caught on the strut of the 1st cypher select+ and it would not advance further. Therefore double wire technique was conducted and the guiding catheter was deep engaged, and then the 2nd cypher select+ was redelivered but that was unsuccessful. The cypher select+ was retrieved from the patient. The physician confirmed the stent to be flared at the proximal end outside of the patient so he stopped using the 2nd cypher select+. Because the patient was an elderly patient in order to avoid the extension of the procedure and the use of too much contrast medium, the physician stopped using the cypher select+ and the procedure was finished successfully with poba only (i.e. Pre-dilation). There was no patient injury reported. The product will be returned for analysis. The target lesion was the proximal to mid right coronary artery (rca) ((B)(4)). The lesion was a de novo, diffused, slightly calcified and highly tortuous. There was 99% stenosis at (B)(4) and 75% at (B)(4). Prior to inserting the sds in the catheter the balloon was not inflated or partially inflated. There was no report of any resistance experienced while delivering the unit through the guiding catheter. Tracking difficulty was not experienced. The system was system removed and reinserted several times. The physician did not indicate of any difficulty experienced while removing the device from the patient.

Manufacturer narrative:
Products used in the procedure were a gw: whisperms, fielderfc, gc: brite tip jr4, bc: laoh1.0/13mm, lacrosse 1.0/25mm this (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092444 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.